Manufacturer narrative:
Lot# b50775; visual inspection, device history review, complaint history review, material analysis; risk assessment. The reported event was confirmed based on visual inspection of the returned device. Mar concluded that the cage appears to have fractured due to applied cantilever force during screw insertion. No material or manufacturing defects were found. No anomalies were identified in the manufacturing files for the device lot that may have contributed to the reported event. The plausible root causes of this event is most likely user error specifically applying excessive force during screw insertion.

Event description:
It was reported that; screw went through the cage.

Event description:
It was reported that; screw went through the cage.